Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The pt arrived with an acute myocardial infarction. The proximal left anterior descending (lad) was 100% stenosis, right coronary artery (rca) 70% stenosis and circumflex (cx) 80% stenosis. An intra-aortic balloon pump was placed. The lad was pre-dilated with a maverick 2.5 x 15mm balloon. The physician implanted a taxus express2 8.8% 3.0 x 32mm drug eluting stent in the lad and inflated at 12 atms for 36 secs. He then placed a taxus 3.5 x 20mm stent in the proximal lad and inflated to 16 atms for 31 secs. The stent delivery system was brought back into the guide catheter. A new wire was put in the cx 2nd obtuse marginal (om). The om was pre-dilated with a maverick balloon. The physician attempted to place a taxus 3.5 x 32mm stent but was unable to cross. The lesion was dilated again. The taxus stent was implanted in the om and inflated to 11 atms for 20 secs. Upon withdrawal, the balloon would not pull back into the guide catheter. The physician had to remove the guide catheter, guide wire and stent delivery system as one unit. The balloon material appeared flattened into a "bulbous shape" at the distal end. No pt complication or injuries were reported.